Event description:
It was reported that a 6f angio-seal vip was deployed in the right common femoral arteriotomy post bilateral ventricular pacemaker implantation. An angiogram was performed to visualize the coronary sinus and a pre-deployment angiogram was performed. Post deployment (exact time unknown), the patient experienced acute limb ischemia with the absence of pedal pulses. A doppler ultrasound revealed a vessel occlusion. That night there was a neuro vascular compromise, confirmed by CT which required emergency surgical intervention. The patient went to surgery for retrieval of the angio-seal from the iliac artery.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.